Manufacturer narrative:
Investigation: one photo and three samples were received for the 20 ga insyte by our quality team for investigation. Upon visual inspection of the sample received, it was observed that the needle pierced through the catheter, therefore the failure can be confirmed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation the root cause of this incident cannot be determined as there were no non-conformances noted during the manufacturing process. This failure may occur during the product application when the product is manipulated.

Event description:
It was reported that before use of the bd insyte-w winged pnk 20ga x 1.16in the needle was twisted through the catheter requiring the use of another catheter. The following information was provided by the initial reporter, translated from french to english: when intravenous catheterization, the tip of the mandrel being twisted, it was impossible to infuse the patient. The clinical consequences are: none. However, necessity to use another medical device.

Manufacturer narrative:
Additional information has been received that makes this a reportable event. 2019-09-27. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte-w winged pnk 20ga x 1.16in the needle was twisted through the catheter requiring the use of another catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: when intravenous catheterization, the tip of the mandrel being twisted, it was impossible to infuse the patient. The clinical consequences are: none. However, necessity to use another medical device.